Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys ft4 ii assay and elecsys tsh assay results for one patient sample. The initial ft4 result was 0.300 pmol/l with a data flag and the repeat result was 20.16 pmol/l. The initial tsh result was 0.029 uiu/ml and the repeat result was 2.95 uiu/ml. The initial result was reported outside the laboratory automatically. The patient was not adversely affected. The ft4 reagent lot number was 12582700 and the tsh reagent lot number was 12864900. The expiration dates were requested but were not provided. A specific root cause could not be determined. The issue was most likely due to a pre-analytical, sample specific issue. Other common root causes for this type of event involve pipetting of an insufficient amount of sample. This may be due to sample tubes in a tilted position, microclots/fibrin filaments in the sample, or foam/bubbles on the sample. Based on the information provided, a general reagent issue could be excluded. As the questioned results were tested on different measuring cells of the same analyzer, a measuring cell specific issue was unlikely. Since both results in question were low, an issue with the reagent pipetting was unlikely. Review of the provided calibration data indicated the customer was not following the recommended calibration frequency for the assay.